Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned mini trek dilatation catheter noted contrast visible in the inflation lumen, consistent with preparation. The balloon was tightly folded. An indeflator, filled with water, was used to pressurize the balloon when fluid was observed leaking from a pinhole in the proximal taper, confirming the reported rupture. There were no scratches visible. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity or insufficient preparation prior to use. In this case, since there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. Additionally, the lesion was reported as mildly calcified and may have contributed to the reported difficulty. Scanning electron microscopy (sem) analysis confirmed a leak in the balloon. It was determined that the balloon failure may have been attributed to mechanical damage to the outer surface. It is likely that the balloon material was damaged (scratched) during interactions with accessory devices, or the mildly calcified lesion, such that the balloon ruptured upon the first inflation. It was noted that the patient experienced transient st elevation which resolved without treatment. A conclusive cause for the ECG/ECG changes, and the relationship to the product, if any, can not be determined. A procedure cine was received and reviewed by an abbott clinical specialist. The reviewer concluded that unfortunately, the incident description cannot be confirmed through the images. There are numerous images of balloon markers positioned and not inflated. There are no images of contrast leaking from a balloon. The vessel in this cine does not match the description as the left anterior descending artery is diffusely diseased and highly calcified. If a balloon rupture or leak did occur, it would most likely be associated with the calcium in the vessel. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot that and all lot release testing met manufacturing criteria. In addition, a query of the complaint-handling database was performed and there is no indication of a product quality deficiency. The reported balloon rupture appears to be related to the operational context of the procedure. All dilatation catheters are visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure.

Event description:
It was reported that during a procedure of a concentric, mildly tortuous, mildly calcified, 99% stenosed left anterior descending artery, the trek balloon catheter was advanced to the target lesion without resistance noted. Inflation was attempted; however, the indeflator did not show any pressure. Under angiography, when the balloon catheter was pressurized a second time, contrast media was observed to be leaking from the distal part of the balloon. It was noted that the patient experienced transient st elevation which resolved without treatment. It was felt that the leaking contrast contributed to the st elevation. There was no report of any anomaly during the device preparation prior to use. The balloon was soaked with saline to activate the coating and the guide wire lumen was flushed prior to use. The procedure was aborted. There was no reported adverse patient sequela. A procedure cine was received and is being reviewed by abbott clinical. Though requested, no additional information was provided.